Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from coaguchek pro ii meter and a coaguchek xs plus compared to the laboratory results. The laboratory method was asked for but not provided. This medwatch will cover an unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 35360611, and (B)(6) for information on strip lot 37327715. On (B)(6) 2018 the result from xs plus meter serial number (B)(4) with an unknown test strip lot was >8 and the result from the laboratory was 4.3 inr. On (B)(6) 2019 the result from xs pro meter serial number (B)(4) with strip lot 37327715 was 5.2 and the result from the laboratory was 4.3 inr. On (B)(6) 2019 the results from pro ii meter serial number (B)(4) with test strip lot 37327715 were 6.4 inr and 6.5 inr. The results were higher than expected therefore a venous sample was collected for the laboratory. The result from the laboratory was 4.7 inr. The laboratory method was asked for but not provided. The samples were collected at the same time. The specific times were asked for but not provided. It was stated that the maximum elapsed time between the sample collection was 2 minutes. On (B)(6) 2019 the result from xs pro meter serial number (B)(4) with strip lot 37327715 was 5.1 and the result from the laboratory was 3.7 inr. On (B)(6) 2019 the result from pro ii meter serial number (B)(4) with test strip lot 35360611 was 3.3 inr and the result from the laboratory was 2.2 inr. The results from the meters were with capillary blood and the results from the laboratory were with venous blood. The elapsed time between all meter results and the laboratory results were less than 7 hours. There was no allegation of an adverse event.

Manufacturer narrative:
Medwatch fields other relevant history and concomitant medical products were updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The alleged result of >8.0 inr was not found in the patient meter result memory. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.